Manufacturer narrative:
Concomitant medical products: 429688 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) reached early elective replacement indicator (eri). It was noted the right atrial (ra) lead also exhibited high impedance and a lead fracture was suspected. The crt-p was explanted and replaced and the ra lead was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.